Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the pockets were failed and error message had appeared. A field service engineer (fse) connected with the customer to assist with troubleshooting. The customer cleared the jam, recovered the cubie pocket and verified inventory to ensure functionality. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pockets encountered failure in the fdpa and were unable to recover, prompting to contact bd. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.